Manufacturer narrative:
(B)(4). G2 foreign - italy. D10: 66017787 73594298 palacos cement 1. 00596404014 61961867 nexgen lps flex poly 17mm. 00598801215 62460611 nexgen stem ext 15x30mm. 66017787 76044352 palacos cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 5 years post implantation due to pain, prothesis loosening and malpositioning. Tibial and femoral components removed without complications. Attempts to obtain additional information have been made; however, no more is available.